Event description:
A complaint was received from a customer that reported that a portion of the "hundreds unit" of the display was incomplete. A request was made to return the system for evaluation. In the meantime a replacement unit has been provided.